Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded it was reported that during a washout and poly exchange revision for a suspected hematogenous infection (c-279708), the revision insert was difficult to seat due to ¿damage from the retractor¿ upon insertion (c-280290), thus the surgeon had to subsequently open a 2nd implant for successful implantation. Per the product complaint form, ¿I don¿t believe there was a fault with the first insert, it was difficult to seat due to the exposure and access to the lateral side of the knee.¿ based on the limited information provided, no device failure occurred. The patient impact beyond the reported revision due to infection, post tooth extraction, could not be determined, as no delay or patient harm was reported. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the patient got infected after having a tooth extracted. Dr. Performed a washout and a poly exchange. After removing the original poly insert and debriding soft tissue and washing out the knee, dr. Replaced the original poly with the same size and thickness of the same deep dished poly insert.